Event description:
Hospital tech was mixing the bone cement and while he was injecting the monomer into the cement, the hub of the drawing needle broke from the syringe splashing the tech. He went to the ER for eval, and had his eye washed with saline and was told there was no damage to his eye.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility for eval. Results of investigation pending. Follow-up report will be filed.